Manufacturer narrative:
This product is registered as a combination product. Further information requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-03964. Related manufacturer report number: 2017865-2020-03965. It was reported that the patient experienced an infection. The system was explanted.